Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 460 units of insulin, and the insulin gauge displayed (B)(4) units. Subsequently, the residual air was not being removed from the cartridge. Reportedly, the customer reloaded the cartridge successfully. The customer reported a blood glucose level of 290 mg/dl. Reportedly, a correction bolus was delivered to address the blood glucose level.